Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the infusion set cannula was bent. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.